Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump display had many scratches and was worn. It was also stated that there were cracks near the reservoir window on the insulin pump. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
A broken reservoir tube lip was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a scratched reservoir tube window.